Event description:
The patient was in the ep lab for an atrial fibrillation ablation in the left atrium. The lasso was placed in the left superior pulmonary vein and the navistar was placed proximal to it. Rf ablation was performed twice during af at the target site. An internal cardio version was performed with a daig wide split catheter. After the cardio version it was noted that the patient's pressure had dropped. Under fluoroscopy it was noted the there was fluid in the pericardial space. A tee was done immediately and proved there was a tamponade. A percardiocentisis was done and about 700cc of blood was removed from the pericardial space. The patient's pressure returned to normal. Patient prognosis is good and no extended stay was required. It is not known which product caused the perforation.